Event description:
Pt 4 months status post tfn procedure for intertrochanteric fracture of right hip, returned to operating room for removal of tfn hardware. Post-op x-rays taken in (B)(6) 2011, showed the helical blade had migrated medially through the femoral head. X-rays showed that the fracture was healing, and no hardware was broken. The surgeon explanted all hardware and elected to replace the tfn with a competitor device. It was reported that the pt fell between the initial surgery and the re-operation. This is the second of three reports for this event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.